Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized (B)(6) 2017 due to high blood glucose caused by an infusion set. The customer stated they had a kinked tubing issue. They had no insulin delivery. The customer¿s blood glucose level at the time of the hospitalization was 750 mg/dl. The customer was at their health care professional¿s office when they noticed the high blood glucose. The customer went home on (B)(6) 2017. They did a bolus and changed the infusion set. The customer¿s current blood glucose level was 129 mg/dl. The device will not be returned for analysis.